Event description:
It was reported that after a device replacement procedure, the patient developed an infection. The implantable cardioverter defibrillator and right ventricular leads were explanted on (B)(6) 2018. The patient was fine before, during, and after.

Manufacturer narrative:
Analysis was normal. No anomalies were found.